Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a broken belt clip. The blood glucose reading was 415 mg/dl. Customer stated that she had run out of insulin. Customer was unaware of how the damage occurred. Nothing further was reported.